Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Caller who reported the issue was an unauthorized contact of the customer. Multiple attempts were made by tandem technical support to follow-up with an authorized personnel on the reported issue, but no response was received.